Manufacturer narrative:
D1: the complete device name- hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis the device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during a therapeutic procedure the probe of the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs., for turis had damage and part of it fell in the patient's body and was retrieved immediately. The device was exchanged with a similar device and the procedure was completed. The broken device was discarded. There was no injury or health damage reported. Additional information has been requested from the customer regarding the procedure and the patient details; however not available at time of the report.